Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, the generator would power off unintentionally. The generator was turned back on but the same issue occurred. The patient was already prepared for the procedure when the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The returned generator was powered on and the generator successfully booted to the menu application. The field reported event was not reproducible as the generator was left-on for an extended period and the generator did not power off during the evaluation. Further inspection confirmed a functional test was successful. Target temperatures were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible.